Event description:
I am using the freestyle libre 14 day sensor. The batch I received has had 3 out of 6 bad sensors. I have reported this to abbott labs and they refuse to refund me for the unused sensors. I have 3 left. The sensors are showing that I have low blood sugar, as low as 41. When testing with a glucose strip, the difference is as much as 60 points on day 11 of the sensor. They refuse to believe that the entire batch I received could be defective. They would like me to wear the sensor for 24 hours and then report each one as bad. If the readings are inaccurate, I am not going to risk my life to get my money back. It is unbelievable that they will not pick them up and take a look at what could be wrong with these sensors. Everyone runs into recalls and they dont even want lot code numbers. FDA safety report ID (B)(4).